Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer time to charge. The patient underwent an ipg replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago prior to the date the manufacturer became aware.